Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had a motor stall. The stall with a recovery recorded in the logs on (B)(6) 2011. There was a stall with no recovery recorded in the logs on (B)(6) 2011. The patient was though to have had a cat scan, but not an MRI. No therapy issue was reported. The drug in the pump at the time of the event was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.